Event description:
It was reported from finland that during a survey analysis, it was reported that unspecified power tool device had ¿breakups." No further information was provided regarding the device or the alleged malfunction. The number of occurrences or number of devices experiencing this issue were unknown. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). Common device name and device product code was unknown. The catalog number and serial number were unknown. The manufacturing location was unknown. Device type was not provided. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.